Event description:
Complaint reported via FDA medwatch report (B)(4). It was reported that after four days of intra-aortic balloon (iab) therapy, an iab rupture occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the patient had stood at bedside to transition to a chair to eat when the blood was noticed in the tubing. The line was clamped, service was notified, and the iab was removed from the patient. A new iab was inserted to contine therapy. Post procedure there was no hematoma; brachial, and distal left radial and ulnar pulses were palpable. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a